Manufacturer narrative:
D9 - date returned to MFR: 1/30/2026. Received one (1) used. List #unknown, trifuse extension set; lot #unknown. The nanoclave was observed to have a stick down. The reported complaint of a leak could be confirmed. The returned sample was observed to have a stick down which would lead to a leak. The probable cause is unknown. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a smallbore trifuse set and it was reported that the red port of the triset was dripping fluid from underneath the green curos cap. When curos cap was removed, the leurlock portion was pressed into the port and it was leaking fluid heparin. The line and cap were change and no other medications were running through this triset connected to the umbilical venous catheter (uvc). There was patient involvement, and no patient harm.